Manufacturer narrative:
Technician stated that the latch on the left intermediate siderail would not latch. Replaced the latch on the siderail to correct the issue.

Event description:
Staff reported that the latch on the left intermediate siderail will not latch. No report of injury.